Manufacturer narrative:
Device evaluation: the oa-10 device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Related files: (B)(4) - proximal wire port of the inner catheter was detached. (B)(4) - user error: use of incorrect size wireguide with oa-10. (B)(4) - user error: use of incorrect size wireguide with clso -10. (B)(4) - user error: use of incorrect size wireguide with replacement oa-10. (B)(4) - negative feedback: proximal wire port of the inner catheter detached. Document review: as the lot number of the device is unknown, analysis of manufacturing records cannot be completed. However, prior to distribution all oa-10 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with oa-10 devices. This complaint was opened to cover the comment customer has made regarding the product, ¿¿ this has occurred frequently in recent, and customers have requested inspection of joints, and confirmation of product changes during production process. For your information, it is difficult to track lot numbers because the products are discarded.¿¿ however, it should be noted that a user error has been reported in the complaint. Therefore, the possibility of this user error persists in similar complaints mentioned in the feedback. It should be noted that the instructions for use (ifu0096-1) states the following: ¿refer to package label for minimum channel size required for this device." ¿wire guide diameter and inner lumen of wire-guided device must be compatible¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Customers tried to insert clso-10fr plastic stent into the bile duct compatible with oa-10. However, the white proximal wire port of the inner catheter was detached from the internal induction catheter. ((B)(4)) this has occurred frequently in recent, and customers have requested inspection of joints, and confirmation of product changes during production process. For your information, it is difficult to track lot numbers because the products are discarded. This file will capture negative feedback: proximal wire port of the inner catheter detached. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.